Event description:
It was reported that during a da vinci total hysterectomy procedure and while the physician was performing a lymph node dissection, a hole was observed in the pt's aorta. The physician had been using the back of the monopolar curved scissor (mcs) instrument with a tip cover accessory installed to push against the aorta while dissecting the lymph nodes from the high left of the vessel at the time of the event and a small hole was noticed on the tip cover accessory. The surgical staff converted to an open procedure to repair the damaged vessel with 8 stitches. The pt underwent a blood transfusion of 2 units of blood. The pt was reported as recovering well with no complications.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found a hole located .185" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. Engineering also observed a mechanical tear on one side of the hole and a larger tear in the silicone on the side opposite the hole. The tears are possibly caused by an instrument collision. The site returned an mcs instrument with a char mark at the proximal clevis ear. With the tip cover installed on the instrument, the hole position is very close to the char mark. Engineering concluded that the arcing was likely due to reduced dielectrical strength of the silicone caused by the mechanical tear and stretching of silicone over the edge of the proximal clevis while pitching the instrument's wrist. Instrument collision and high generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.